Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 160 units and remained static. Reportedly, the cartridge was filled with 300 units of cold insulin, and may have overfilled the cartridge. Blood glucose level was 120 mg/dl. Reportedly, the customer reloaded the cartridge to address the issue.